Manufacturer narrative:
Reliability analysis inspected an opened/used sensor and performed bicarbonate buffer test. Sensor failed per specifications due to low readings.

Event description:
The customer called and reported that her insulin pump threshold suspended, based on a low sensor reading. Customer's blood glucose was 243 mg/dl and sensor read 57 mg/dl. Customer stated at one point her blood glucose was 102 mg/dl while the sensor gave a reading of 63 mg/dl. Customer was advised the sensor would be replaced and agreed to return the product for analysis.